Event description:
A bag was disconnected during dwell 3 of 7 cycle and there was no alarm. Tsr assisted wife of hp to end the therapy and instructed her to call the on-call nurse for further medical instruction. There was no patient injury or medical intervention indicated at time of the call.